Event description:
Healthcare professional reported right side "wavy and bicycle spoke-like folds, and the folds contain fluid that is not suspicious of silicone" via us and "intracapsular rupture" and "several nodules" via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Crease folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, crease/folding of implant, lump/nodule.